Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete connection is a known cause of this type of alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. This guide also provides step-by-step instructions for properly connecting the bags. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain 2 of 4 of peritoneal dialysis (pd) therapy. The patient stated they became disconnected while sleeping. The patient stated that they did not make the connection tight enough. The patient would end therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.